Manufacturer narrative:
(B)(4).

Event description:
Literature: o'sullivan d, pell m. Long-term f/u of dbs of thalamus for tremor and stn for parkinson's disease. Brain res bull 2009; 78 (2-3): 119-121. Summary: dbs of the vim nucleus of the thalamus maintains long-term benefit for tremor due to essential tremor or to severe tremulous parkinson's disease. As far as bilateral stn stimulation, it maintains the benefit for the movement disorder aspect of parkinson's disease, such as tremor, rigidity and bradykinesia, but in the author's experience, does not prevent the progression of the disease and therefore is of no benefit for the non-dopaminergic aspects of the disease. Reportable event: it was reported that the pt improved over a 2-year period and then developed dystonic features due to the disease and medication, and has had repeat surgery with benefit. The hcp indicated that the repeat surgery was to reposition the leads as they were placed suboptimally. The hcp indicated that they did not believe the symptoms were exacerbated due to the system. No system components were returned to the manufacturer.